Event description:
On (B)(6) 2010, patient reported she was inserting a newly filled insulin cartridge into the infusion device and starting the priming process when she received an e10 (cartridge error) alert. Patient stated she pulled the cartridge back out and the plunger stayed inside of the infusion device. Pt reported the entire cartridge of insulin spilled inside of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.